Event description:
The advocate stated the customer tested his blood glucose using his contour meter and received a reading of 491 mg/dl. He retested using another meter and received a reading of 232 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Customer service sent control solution to the customer for further troubleshooting of the contour system. The advocate insisted the meter be replaced. A replacement meter was sent to the customer. The customer's meter will be returned for eval.